Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing had detached from the tubing connector. Reportedly, the patient weighed (B)(6) lbs at the time of this report. No further information available.